Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the handpiece device could not rotate the cutters freely, and burr lock was damaged. After further investigation the motor was taken apart and it was noted that the motor drive shaft was seized and could not rotate. It was determined that the motor was frozen due to excessive force which caused the motor to overheat and melted the potting inside the motor. It was further determined that the burr lock assembly passed all manufacturing specifications and was not the cause of the failure. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the cutter device did not rotate freely when used with the handpiece device. It was further observed that the burr-lock was damaged. During in-house engineering evaluation it was observed that the motor drive shaft had seized and it could not rotate. It was determined that the motor was frozen due to excessive force which caused the motor to overheat and melted the potting inside the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.